Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The torn distal tip of the sheath reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 14fr esheath+ was not returned to edwards lifesciences. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device imagery was provided, and the following was observed: radial tip tear along distal liner edge with hdpe stretching. Patient anatomy imagery was provided, and the following was observed: patient's access vessels had presence of tortuosity and calcification. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The torn distal tip of the sheath was confirmed per evaluation of the returned device imagery. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via imagery. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra resilia was to be implanted in the aortic position via transfemoral approach. When the valve and commander delivery system were exiting the 14fr esheath+, push force appeared unusually high. The valve appeared to "jump" out of the tip of the sheath. The case proceeded and the valve was successfully deployed. There were no vascular complications observed. The devices were withdrawn without issue. When removing the sheath, it was noted that the distal tip of the sheath was torn.

Manufacturer narrative:
Investigation is ongoing.